Event description:
Allegedly left hip was revised due to mom complications.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated; however, at this time, no catalog/lot numbers or products have been provided for evaluation. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was not returned. (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. The product was not returned.evidence that product in specification when used.(B)(4).